Event description:
It was reported that on (B)(6) 2015, the patient was admitted with acute coronary syndrome/non-st elevation myocardial infarction (nstemi). On (B)(6) 2015, coronary angiography noted three-vessel disease and percutaneous coronary intervention was performed. A drug-eluting coronary device was implanted in the mid left anterior descending (lad) artery and xience xpedition drug-eluting stents were implanted in the first obtuse marginal artery and the mid right coronary artery (rca). The procedure was successful. On (B)(6) 2015, the patient developed recurrent chest pain. An electrocardiogram noted no significant changes; however, cardiac enzymes were elevated. A non-st elevation myocardial infarction was diagnosed. Angiography was performed on (B)(6) 2015 and no restenosis was noted in any of the previously implanted drug-eluting devices and no new areas of significant stenosis were noted elsewhere. The patient was managed conservatively with medication and discharged in stable condition on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Relevant tests/laboratory data (continued): (B)(6) 2015 (21:07): ck-mb= 25.57 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (21:07): troponin I=0.02 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015 (05:42): ck= 143.70 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (05:42): ck-mb= 28.72 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (05:42): troponin I= 0.42 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015 (23:43): ck= 254.20 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (23:43): ck-mb= 35.91 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (23:43): troponin I=2.52 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015: coronary angiography. (B)(6) 2015 (05:51): ck= 216.80 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (05:51): ck-mb= 33.20 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (05:51): troponin I=1.66 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015 (05:26): ck= 94.50 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (05:26): ck-mb=21.37 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (05:26): troponin I=0.86 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015 (05:49): ck= 67.10 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (05:49): ck-mb=18.62 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (05:49): troponin I=0.64 ng/ml, normal upper limit 0.1 ng/ml. (B)(6) 2015 (05:08): ck= 63.00 iu/l, normal upper limit 39 iu/l. (B)(6) 2015 (05:08): ck-mb=15.01 iu/l, normal upper limit 24 iu/l. (B)(6) 2015 (05:08): troponin I=0.50 ng/ml, normal upper limit 0.1 ng/ml. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. The reported patient effects of angina and myocardial infarction, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.